Manufacturer narrative:
No button error alarm was noted during testing. However, the pump had intermittent up button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, cracked broken battery tube, a broken reservoir tube lip, a missing o-ring, a cracked case at the reservoir tube window corner and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 130 mg/dl. Customer replaced device with a new battery and the buttons still do not work. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.